Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant ab and artimplant USA, inc. No info supporting allegations of lawsuit currently available.

Event description:
An artelon cmc spacer was explanted due to alleged tenosynovitis in and around the metacarpal joint. (B)(4).